Event description:
It was reported that "pt called to report that anterior tibial (shin) pain experienced on weight bearing. X-rays taken showed that tibial component stem unscrewed from the tibial baseplate and cement cracked. This was a revision, because the 1st surgery was mal-aligned and dislocated. Pt has CT scan and xrays from post op showing that implant was intact at the time. Revision surgery will be performed within the next several weeks."

Manufacturer narrative:
There is insufficient info at this time to determine if a stryker device caused an adverse consequence for the pt. The info of this per was provided by stryker orthopaedics legal affairs dept. No additional info is available at this time. As per the info received, the devices are not available at the time of the per due to the ongoing litigation. Additional follow-up and info may be obtained by the legal affairs dept as it becomes available and will be submitted in a supplemental report.